Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor module would not work. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
A stand alone flow meter was used for the procedure and no damage to the device was noted.

Event description:
As a result, a stand alone flow meter was used.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) duplicated the reported complaint. He replaced the flow module. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the flow module to display dashes instead of a flow reading when the internal temperature rose above approximately 27 degrees celsius (c). The flow module was connected to a system 1 simulator and after warm-up the flow would again change to dashes. Repeated the failure three more times by first allowing cool down of the flow meter module during power-off, then restarting and resuming operation during the warm-up. Doing this determined the fault to appear heat sensitive, with high predictability of the failure to occur above 27 degrees c inside the module. Further testing was conducted and showed that there was intermittent failure when the internal temperature was elevated between 35 to 45 degrees c. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.